Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the slip shaft had fractured and was blocking the carriage movement. The slip shaft pin was noticed to be backed out and seemed to have been grinding against the inner walls of the motor well. The most likely cause for this issue seems to have been wear over time. It seems that the slip shaft pin was previously secured with epoxy, however degradation of the epoxy and vibration over time appear to have weakened that bond, allowing the pin to loosen from its threads. This allowed the pin to scrape against the inside of the motor well, causing forces that fractured the slip shaft. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a cori assisted tka surgery, while distal milling, a "system time out" error was received. The team hit continue, but were unable to recover. The procedure was resumed after a non-significant delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.